Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the lead replacement procedure, the part of the lead that was under the device showed signs of torsion. When this area of the lead was moved, some noise was produced. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. The svc coil was noted to have high/undefined impedance. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The was further reported that an alert was triggered and noise/oversensing as well as high/undefined pacing impedance was noted. Noise was observed while the device was being interrogated. The lead was suspected to have a possible fracture. The therapies were programmed off.